Manufacturer narrative:
The exact b3 date of the event is unknown; therefore, an estimated date was used. The device was not returned; therefore, no product analysis could be performed. A review of the device instructions for use (IFU) was conducted. The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the greenlight fiber hazard analysis was completed and confirmed that the event of forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information, forward firing may occur due to detachment or fracture of the metal or glass tip, or adhesive failure resulting in protrusion of the glass tip from the metal cap. These conditions may arise when the fiber tip is buried into tissue during use, which is contraindicated per the IFU. Therefore, the most probable cause of the reported event is determined to be unintended use error caused or contributed to the event, as the interaction between the user and the device may have led to the reported issue.

Event description:
It was reported that, the connection failed once and then the fiber was unplugged and plugged back in and worked. The laser beam was being emitted from the tip rather than laterally. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.